Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. On the day of the event, the patient woke up with elevated blood glucose levels. The patient delivered correction insulin boluses and after a few hours her blood glucose levels did not go down. She experienced symptoms of feeling thirsty and sleepy. The patient left home without her blood glucose monitor. She continued to feel bad a few hours later, without a blood glucose measurement, an insulin bolus was delivered to try to lower her blood glucose levels. In a very short time, the patient experienced symptoms of hypoglycemia. She then ate candy and passed out. The patient's blood glucose result was 35 mg/dl measured by the health insurance nurse. The patient was treated with coca-cola. The patient alleges that she chose to give herself the insulin bolus due to the high blood glucose values she received earlier. The patient did not go to the hospital.